Event description:
Sonoma clinical trial. It was reported that during a carotid artery stenting procedure the stent migrated. The target lesion was located in the ostium of the left internal carotid artery with 95% stenosis and measuring 6.0x10mm. Another manufacturer's distal protection wire was utilized and predilation was performed resulting in 50% stenosis. The nexstent was advanced to the left bifurcation of the left common carotid artery. The stent was deployed at this location; however, during deployment, it migrated approximately 15 mm from the targeted location. The stent covered the target lesion and was post dilated resulting in 5% residual stenosis. No adverse effects were reported as a result of this event and the patient was discharged two days post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.